Event description:
It was reported that the implantable pulse generator was no longer communicating. Patient experienced longer charge times, battery drainage occurring rapidly and last had therapy around (B)(6) 2019. Patient had lost weight over the past two months. Device was explanted and a new device was implanted. Device therapy was restored post procedure. Patient was stable prior, during and post procedure.